Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released. The plug did fall out of the exoseal vcd shaft upon removal from the patient and was found partially deployed, partially out of the shaft. The indicator wire was still visible when the device was removed. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and unknown cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The plug was not found fully inside the shaft. An unknown cordis sheath was used. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the unknown cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18401546 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " vascular closure device (vcd) deployment difficulty partial deployment and indicator wire unable to retract" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released. The plug did fall out of the exoseal vcd shaft upon removal from the patient and was found partially deployed, partially out of the shaft. The indicator wire was still visible when the device was removed. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and unknown cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The plug was not found fully inside the shaft. An unknown cordis sheath was used. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the unknown cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device was not returned as previously expected for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released. There was no reported patient injury. An unknown cordis sheath was used. The device will be returned for evaluation.